Event description:
It was reported to philips that the allura device would not boot up, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Review of the log files confirmed the reported malfunction with the flexvision pc. The fse checked the system and confirmed the actual cause was found with the cmos (complementary metal-oxide-semiconductor) battery in the flexvision pc. The fse replaced the cmos battery to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.